Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead developed a hematoma. A second procedure was performed to reposition the system from right side to left side. This lead remains in service. No additional adverse patient effects were reported.